Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported the patient had primary thr surgery on (B)(6) 2026. Second closed reduction occurred (B)(6) 2026. Dislocation occurred post operatively. On (B)(6) 2026 patient was revised with the pinnacle constraint liner. Again patient had dislocation of hip post operatively. (B)(6) 2026 a revision done with pinnacle dual mobility. This (B)(4) revision thr with constraint liner and again got dislocated, is related to the other complaints opened to address the other incidents: (B)(4) is created for second closed reduction. (B)(4) revision done with pinnacle dual mobility.